Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell and the ins dislodged in pt thinks (B)(6) 2021. Pt said they couldn't get a good charge after that so they stopped trying. Pt said they now needed a CT scan and was told they had to have the ins charged before pt could have the scan.  Pt said controller currently had aa batteries in it and reported seeing no device found. The patient was going to charge the patient controller and then attempt to recharge the ins and call back for assistance if needed.